Event description:
The customer reported that the insulin pump was damaged. Where the reservoir screws in, at the top, a piece was breaking off. She did not know how the damage occurred. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.